Event description:
The suture was used during a spaying procedure on a dog. Reportedly, the suture knots became loose and the wound dehisced. Surgical correction was done and the dog is now doing fine.